Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The right iliac artery was small and excessively tortuous. The stent grafts were accurately placed and there were no complications since the time of implant. It was reported that the patient presented with right leg pain approximately four months post implant. Upon examination it was noted that the right limb was completely occluded. The patient was placed on thrombolytics and lysing of the limb was performed. The physician stated that the occlusion was not related to the stent graft but related to the small and excessively tortuous external iliac artery distal to the stent graft which caused the stent graft to occlude. An angiogram was performed and confirmed the thrombus had been removed from the limb. Another manufacturer¿s stent was placed in the external iliac artery to straighten it out followed by placement of another manufacturer¿s within the contralateral limb. The occlusion was successfully resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent graft occlusion); patient¿s condition affected effectiveness of device (anatomy related; small and excessively tortuous external iliac artery distal to the stent graft). Conclusion: known inherent risk of procedure (stent graft occlusion); device failure related to patient condition (anatomy related; small and excessively tortuous external iliac artery distal to the stent graft).